Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing that led to pacing inhibition. No intervention was performed. The patient condition was unknown.